Event description:
The customer's blood glucose was unknown. It was reported that the customer received a motor error alarm. The customer did not recall any significant events prior to the alarm. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Insulin pump passed off no power test, self-test, error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to complete functional test due to prime anomaly. No motor error alarm noted. Motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked case on display window corners.